Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed and a ventilator inoperative code was found in the ventilator's downloaded error log. It was determined that the device had a faulty machine blower due to water ingress. The device's blower motor was replaced to address the issue. Additionally, the machine flow sensor, blower seal, muffler assembly and were also replaced due to water ingress, but were not determined to be the cause of the malfunction/issue.